Event description:
It was reported that the patient was driving to (B)(6) and experienced excruciating pain down her leg and her toes curled up. She went to the emergency room but was she was released without calling the device manufacturer. The patient was on the side of the road in pain. Her device was reading 0.0v and off. There was a sudden change in therapy/ symptoms. She had cramping in calf and drawing/ cramping in the right foot. Additional information reported that this occurred when the patient was driving to (B)(6); she could not handle it and had to return to (B)(6). The patient was instructed to turn her device off. She did and reduced her amplitude to 0 but she still had cramping. She insisted that a manufacturer¿s representative should turn off the device. A rep met her at an emergency room to turn it off, the cramping remained. She admitted herself to the hospital and the entire device was removed on saturday morning after report. The issue was resolved at the time of report.

Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# v350474, implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v013728, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) indicated the device was functionally okay. There were insignificant anomalies.